Event description:
I was prescribed tms, the first unit/device I was placed under was mildly headache lasting about 2 hours. Three sessions later, I was directed to a different room with a newer version, which was a sharper, stronger electrical sensation, giving me a headache lasting all day and leaving a metallic taste in my mouth. I have only seven total sessions at this point.